Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of about high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 07/14/2017. Customer confirms the strips are stored properly and were opened on (B)(6) 2015. Customer performed back to back blood test, 213mg/dl and 202 mg/dl fasting. Reviewed meter memory: 293mg/dl (B)(6) 2015 02:55:00 pm fasting: yes; 177mg/dl (B)(6) 2015 01:59:00 pm fasting: yes; 176mg/dl (B)(6) /2015 01:52:00 pm fasting: yes; 182mg/dl (B)(6) 2015 01:59:00 pm fasting: yes; 180mg/dl (B)(6) 2015 01:53:00 pm fasting: yes; customers concern: 293mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of about high blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 07/14/2017. Customer confirms the strips are stored properly and were opened (B)(6) 2015. Customer performed back to back blood test, 213mg/dl and 202mg/dl fasting. (B)(6). Customers concern:293mg/dl. No adverse event reported.